Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation prime abdominal aortic aneurysm stent system. Approximately eight (8) years post initial procedure, the patient presented with aneurysm sac progression and a type ia endoleak. The patient's current condition is unknown, and it is unknown if the physician plans to re-intervene.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows endoleak type ia as well as the aneurysm enlargement are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest migration of the proximal component also occurred. The migration was discovered during the review of the hundred (100) month post-implant computed tomography (CT) scan. The type ia endoleak was mostly likely persistent from the conclusion of the initial implant and the migration was likely caused by the untreated ia endoleak from the initial implant. The final patient status was reported as doing fine. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation prime abdominal aortic aneurysm stent system. Approximately eight (8) years post initial procedure, the patient presented with aneurysm sac progression and a type ia endoleak. The patient's current condition is unknown, and it is unknown if the physician plans to re-intervene. Additional information: a clinical assessment determined that there was evidence to suggest that a 69 mm migration of the proximal component also occurred. The migration was discovered during review of the hundred (100) month post-implant computed tomography (CT) scan.